Event description:
It was reported that the patient presented to the hospital with redness and soreness noted at the device pocket due to infection. The pacemaker was found to have eroded through the skin. The patient's pacemaker, the right atrial (ra) and right ventricular (rv) lead were explanted due to the infection and a new system was implanted on the right side. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.